Event description:
During routine pump replacement, the proximal end of the existing catheter broke off and had to be replaced. It was noted that during the replacement, when the pump pocket site was opened "the existing catheter looked different". "The white boots were too big to hook up catheter and they should have fit". The healthcare provider used the clear boots and those didn't fit snug either. The hcp was able to aspirate so he went ahead with the revision. It was noted that prior to the pump replacement surgery, the pt had symptoms with good efficacy; the catheter issue happened intraoperatively. It was assumed that the pt recovered without incident as no info had been received to the contrary. The device system was used to deliver lioresal.

Manufacturer narrative:
(B) (4).